Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a yankauer. The customer states that during use on a patient, the slide of the suction button detached. The yankauer was used during a laparotomy procedure. There was no harm to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Per the complaint report, there was no further information that could be provided by the customer.